Event description:
Adverse event: undercorrection. A surgeon reports a pt that exhibits an undercorrection in the right eye following refractive surgery. The surgeon stated the pt was not harmed or injured and an enhancement procedure is not planned. Additional info has been requested.

Manufacturer narrative:
Determination of root cause: assessment. The lot file review for the day of this pt's surgery indicates the system was operating to specification. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection were reviewed. The preoperative evaluation was limited to a manifest refraction (mr) as -1.00-1.00x180 with a best corrected visual acuity (bcva) of 20/20/ and a very similar cycloplegic refraction. No uncorrected visual acuity (ucva), no ocular or medical history, no evidence of tear eval, or history of contact lenses or any other preoperative possible issues were indicated. On (B) (6) 2009 the pt underwent myopia with astigmatism lasik with a treatment plan of -1.00-1.00x180. During the three months postoperative period no monocular ucva was provided, binocular ucva was always reported as 20/20, and similar refractions were recorded at the two month and three month visits with the final one reported as -1.50 sphere with a bcva of 20/20. Auto refraction measurements showed variable results. Additional info indicated the use of a "new moria" keratome, "since this procedure". This complaint was reported as an undercorrection. The term undercorrection refers to an event in which the refractive outcome as measured by manifest refraction spherical equivalent (mrse) is lower in magnitude than the intended mrse. In this case the preoperative and postoperative mrse were reported as of the same magnitude, indicating an apparent under reaction to treatment since, according to the log file review for the case, the laser operated to specifications and the treatment was completed. Based on the reported residual refractive error the severity was determined to be moderate. In this case the final refraction of -1.50 sphere does not agree with the reported ucva of 20/20. As a general guideline, there is approx 0.25d of refractive error, per line of decrease visual acuity. Thereby, the pt's ucva would most likely be closer to 20/70 or 20/80. There was no evidence of dry eye evaluation and, according to literature, dry eye may interfere with the ability to properly measure the refractive error and visual acuity, due to a compromised tear film and inflammation, contributing to a temporary myopia, regression and variations in ucva (1) (2). The variations shown in the autorefraction measurements may have also been associated with dry eye. There was no ocular or medical history recorded and thereby pre existing medical/ocular conditions could not be evaluated and ruled out as possible contributors to the reported event. In this case, the surgeon indicated the used of a new moria keratome and, according to literature, complications resulting from the microkeratome may include, but are not limited to, epithelium/flap complications (3) (4), and compromise corneal stability (5) among others, that with proper attention to anatomical and mechanical considerations, can be reduced or prevented (3). No additional info on the performance/use of the microkeratome was provided, nonetheless, it may have also contributed to the reported event. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the undercorrection. However, the non-product related factors mentioned above may have been contributors. (B) (4). (B) (4).